Event description:
The customer reported that a pediatric patient (6 months of age) was to receive a pre-filled injection of pediarix i.m. When the nurse pushed on the syringe plunger, liquid shot out of the sides onto the nurse's gloved hand and on the paper covering on the exam table (as both were suddenly wet). The nurse is certain that although the child was stuck with the needle, none of the medication was received. On closer examination of the syringe, it was noticed that there was a crack in the luer lock piece of the needle hub which caused the vaccine to shoot out the sides. After examination, the staff disposed of the needle and the syringe, so there is nothing to return to the manufacturer. Staff inspected several other needles from that lot and did not identify any other defects. The infant had to return to be reinjected the next day which was upsetting to all involved but there was no actual harm due to this event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.